Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 (mg/dl) with ketones. Additionally, the customer experienced back pain. A manual injection was administered and an infusion set change was performed. The customer alleged the event was due to pump not delivering basal insulin. System check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.